Manufacturer narrative:
Weight, ethnicity, race- unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.5/+1.5/118 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted and in a 2nd surgery on the same date, a shorter lens was implanted due to excessive vault. The problem was resolved. The cause of the event is reported as "lens sizing nomogram from staar predicts too large a lens needed."

Manufacturer narrative:
Device evaluation: lens was returned in a lens vial in liquid. Visual inspection found the haptic torn. Claim#: (B)(4).